Manufacturer narrative:
Concomitant medical product: d224drg ICD implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was replaced due to infection. No patient complications have been reported as a result of this event.